Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was battery depletion due to running multiple programs 24 hours per day. The cause of the event was the implantable neurostimulator (ins). It was stated that the battery depletion was pre-mature. It was stated that the patient would like a replacement, but they did not want to pay if the battery will deplete quickly again. It was reported that the patient did not require hospitalization and there was no injury. Refer to manufacturer report #3004209178-2013-12397. The patient's first battery was depleted too and it was not clear which ins the hcp was referring to or if it was both that had pre-mature depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's battery was at end-of-life and that it was "possibly normal battery depletion". There was also, "shocking" reported. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).